Event description:
It was reported that audible alarms were reported while connected to the power module/patient cable. Patient¿s caregiver called saturday morning regarding friday night. While plugging into the power module and unshielded patient cable the white cable would not stop beeping. Patient could connect to batteries without any alarms. In clinic the site was able to elicit the same response from their unshielded patient cable and system controller. The patient's back-up system controller connected to their unshielded patient cable and charged without issue. All clips were cleaned over the weekend. There were no visible damage or bent pins on any equipment. The patient has active dementia so caregiver managed all equipment. Patient/caregiver reported hearing an occasional ¿replace power¿ alarm when on batteries but they resolved immediately without any interaction. Looking at log file it was noticed on saturday around 9:30-11am that there was multiple power cable disconnects¿caregiver reported changing batteries out once during that time span. Log files were sent for review, and the event log recorded lower than expected voltages while connected to power module power on (B)(6) 2025 and prior. Motor function was not affected by these events. There were also a couple of low power hazard events that may have been associated with the power reduction or the patient/care giver troubleshooting the issue. The unshielded patient cable and system controller were both exchanged, and the alarms have resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms were confirmed via the submitted log file. Data from the submitted log file spanning approximately 7 days (B)(6) 2025 20:06:09 to (B)(6) 2025 11:59:12 per timestamp) was reviewed. Throughout the log file, intermittent atypical power cable disconnect alarms were captured while connected to 14v li-ion batteries that were not associated with true power source exchanges. The alarms were due to the relative state of charge (rsoc) voltage on the white and black power cables decreasing below the alarm threshold. The power cable disconnect alarms resolved after the rsoc voltage returned to the expected range. On (B)(6) 2025 at 10:18:55, the log file captured atypical low voltage hazard alarms while connected to batteries that were not associated with routine battery depletion. The alarms were due to the rsoc voltage on the white power cable decreasing below the alarm threshold while the black power cable was disconnected. The low voltage alarms resolved after the rsoc voltage on the white power cable returned to the expected range. The atypical power cable disconnect alarms and atypical low voltage hazard alarm did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. No product will be returning for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2022. The heartmate ii instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect and low voltage alarms. The heartmate ii instruction for use section 2, entitled ¿system operations¿, instructs the user not to twist, kink, or bend any cables to prevent damaging them. The heartmate ii patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.